Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: (B)(6); product ID: 9735825ent, serial/lot #: (B)(6). H3) the manufacturer representative (rep) went to the site to test the navigation system. The rep could not complete the planned maintenance (pm) due to the em interface box and em controller failures (physical damage). Hardware parts were replaced. The em interface (lot# 1600715020) was returned for analysis. The returned em interface was connected to the lat station and it immediately faulted. It was then tested with the emtest but failed to connect. The em interface (lot# 1600715320) was returned for analysis. The returned em interface was connected to the lat station and it immediately faulted. It was then tested with the emtest but failed to connect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a broken port on the break out box. They tested it in multiple different cases. They tried moving the patient tracker and instrument trackers to the port to rule out the disposables. Other ports and the system itself seemed to work fine. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, lot/serial #: unknown h3) the manufacturer representative went to the site to test the navigation system. The controller and interface were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.